Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2008. Since the implantation of mesh device, the patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
Patient experienced bleeding, dyspareunia and pain. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) dyspareunia. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of an anterior colporrhaphy performed during mesh implantation.